Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a patient using the ilet system selected the ¿less than¿ meal entry option, which contributed to hyperglycemia recorded at 400 mg/dl due to subsequent overtreatment. Investigation of this case revealed user-related use of the ¿less than¿ option leading to suboptimal insulin dosing and patient overtreatment of hypoglycemia. No clinical symptoms associated with episodes of high and low blood glucose reported. Outcomes included transient impact without hospitalization. It was concluded that the event was related to user handling and education needs rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.